Event description:
It was reported that "surgeon removed a short gamma iii nail from a pt. Surgeon said it needed to be removed and he put in a total hip."

Manufacturer narrative:
Additional info has been requested and if received will be submitted on a supplemental report.